Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor board. System operates as intended.

Event description:
The customer reported the system failed after 4 minutes during an angiography procedure. No pt injury was reported.